Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user inadvertently loaded long-acting insulin into the ilet insulin cartridge, after which blood glucose remained elevated for about 8 hours with a documented peak of 340 mg/dl; the user later replaced the cartridge with rapid-acting insulin, administered 4 units of rapid-acting insulin by injection, disconnected from the ilet for 2 hours, and then reconnected. Symptoms included hyperglycemia without associated complications. Outcomes included no hospitalization, no professional medical intervention, no ketone testing, and no use of additional assistance beyond the reported self-management steps. Investigation included a review of user-reported history and troubleshooting with education on appropriate insulin type and temporary disconnection after backup insulin dosing. Investigation of this case revealed user error involving use of long-acting insulin in a device intended for rapid-acting insulin, with hyperglycemia resolving after corrective actions. It was concluded that the event was due to use error with device function not confirmed to be at fault.